Event description:
The customer reported that intermittently the device shows a "restored to factory default" message and when they hit "acknowledge" the unit locks up. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that intermittently the device shows a "restored to factory default" message and when they hit "acknowledge" the unit locks up. There was no report of patient involvement. The device was evaluated at the philips repair bench. The reported failure could not be recreated. Due to the reported failure not being recreated we cannot determine the cause of the failure. The unit passed all post-servicing testing and was shipped back to the customer site.